Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the right atrial lead exhibited high impedance and high threshold. The lead was capped and replaced on (B)(6) 2017. The procedure went smoothly with no adverse effects and the patient was doing fine.

Event description:
New information received on (B)(4) 2019 noted that the lead exhibited fracture.